Event description:
Indication: disorder of the autonomic nervous system, unspecified; other specified polyneuropathies. Pt reported a defective pump (serial number and expiration date: not provided). Pt stated the pump just did not work and refused to provide any further details. Unknown if the pt experienced adverse event(s) due to product issue. Unknown if pt missed a dose and/or had an interruption to therapy due to product issue. Box sent for return of device associated with event pharmacy sending replacing. No further info. Pt/caregiver.